Event description:
Reporter alleged obtaining the results of 152 mg/dl and 81 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took her normal 100 units of lantus insulin and 100 units of novolog insulin after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.